Manufacturer narrative:
The technician found the gas springs were not functioning. He replaced the gas springs to repair the stretcher.

Event description:
Info received indicates the head of the stretcher is drifting.